Event description:
The patient was implanted with a synchromed pump and catheter in 1999 for intrathecal infusion of medication for non-malignant pain. The patient experienced an increase in pain and an x-ray rotor test was replaced. The pump was shown to be stalled. In 1996, the pump was removed and replaced with another synchromed pump with improved pain relief.